Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. There is no documentation in the complaint file supporting an association between the liberty cycler and the event of peritonitis. Additionally, there is no allegation against fresenius products in relation to this event.

Event description:
A peritoneal dialysis patient reported that they had peritonitis. A follow up call was made to the patient's nurse who reported that this patient was seen in the clinic on (B)(6) 2017 with complaints of abdominal pain and had cloudy effluent. At that time the patients¿ effluent was cultured and the patient was started on the antibiotic vancomycin intraperitoneal. It is unknown if aseptic technique was breached.